Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "state, province, or territory:" and "telephone number" fields were corrected based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, when the electrical resistance between the two electrodes of the device increases an error occurs to warn the user if irrigation fluid with insufficient conductivity is used in saline mode. However, a definitive root cause could not be determined as the device was not returned for evaluation. The customer is required to check the function of all devices used prior to a procedure. In addition, according to instructions for use, a suitable replacement device must be provided during an application. Any error messages that appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported when using the electric cutting ring, an error e006 was observed and the electric cutting ring was burnt black. The device was replaced and the intended therapeutic prostate electrocision procedure was completed using a similar device. There was no delay in the procedure. No patient harm or injury was reported. No user injury reported due to the event.